Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy procedure, the device was unable to be fired and the handle was unable to be squeezed. A new device was used in order to complete the case. No patient injury.